Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they believed it wasn't working. They had a return of bladder symptoms and had to wear pull-ups all the time because they were leaking too much. They were able to sync with their programmer during troubleshooting and it showed stimulation was off and set to program 5 at 2.3v. They turned stimulation back on and reported they were able to feel it. The patient reported a fall related to the reported issue. They stated they had a couple of falls. They were told to give it a couple days to see if they got relief now that stimulation had been turned on. Physician listings were sent to the patient who had no managing physician at the time of the report.